Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket hematoma on the implantable pulse generator (ipg) implant site. There was no active signs of infection only bleeding. Pocket was revised and sewed back up. Ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.